Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a shock impedance measurement of zero ohms. There was no noise found. Boston scientific technical services (ts) discussed troubleshooting options. The health care professional (hcp) would continue to monitor the patient. The device remains in service. No adverse patient effects were reported.